Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level ranged from not impacted to 573 mg/dl, which was addressed with a manual injection. It was confirmed that the customer had lantus and syringes available as alternate insulin therapy.